Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 22jul2016 our affiliate in (B)(6) reported that a call was received from a patient (pt) who reported that he/she was a long time contact lens wearer. The pt reported that on insertion of an acuvue2 contact lens the pt experienced dry eye, but continued to use the lenses. The pt reported that after a week of use the pts ¿eyes became red, irritated and hurting.¿ the pt reported that irritation began (B)(6) 2016. The pt reported that he/she went to the hospital and was seen by several eye care professionals (ecp). The pt also reported that the ecp advised that he/she ¿hurt the cornea and has an infection in her retina.¿ the pt reported that he she was given two prescriptions: hylo-comod 1 drop every hour in both eyes and zymar 1 drop every hour in both eyes. The pt reported that he/she is not currently wearing lenses. The pt also reported that he/she sees an ecp daily and continues to experience irritation. The pt reports that he/she has a wear schedule of thirty days, does not sleep in the lenses, and uses a multi-purpose solution for disinfection. On 27jul2016 a call was placed to the pt and additional information was obtained as follows: the pt reported that he/she saw the ecp yesterday and reports that the ecp requested that the pt return in six months. No additional medical information has been received after multiple attempts. This od event is being reported as a worst case. The event for the os is being captured under separate report. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002k1c was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
One (1) unmarked lens case, which contained 2 lenses were received for evaluation. Four (4) sealed blisters were also received. The lenses meet company standards for base curve, center thickness, and diameter. One (1) lens revealed a surface tear and edge chip. One (1) lens revealed an edge chip. The solution was also tested from the four sealed blisters. The ph and conductivity were in specification. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).